Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) only lasted 4.5 years. The device is scheduled to be replaced but currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) only lasted 4.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1156t competitor implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.